Event description:
It was reported that the 2.8x16 mm graftmaster stent delivery system (sds) was being used in an attempt to treat a perforation by excluding/jailing the ostium of the right coronary artery (rca). The stent could not be delivered to the area of vessel of interest, and could not be retracted from the proximal aspect of the vessel, and was thus deployed in proximal rca. The decision was then made to coil the rca to address the ongoing bleed; however, the patient developed progressive right ventricular failure leading to cardiogenic shock and progressive atrioventricular block, was resuscitated and moved to intensive care. On (B)(6) 2014, after discussion with family, intensive care was withdrawn resulting in patient death. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for failure to advance or difficulty removing the device reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The reported patient effects of arrhythmia and death, as listed in the coronary stent graft system, graftmaster rx instructions for use (IFU), are known patient effects that may be associated with coronary stenting. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.